Manufacturer narrative:
Section h10: (h3) the clinical evaluation: based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Event description:
As reported, a femoral bone fracture was noticed by physician in a post-operative x-ray from a case he performed on (B)(6) 2019. This was a truliant ps case. It was noticed that the cement was starting to get hard when he was impacting the device and feels this may have contributed. He does not plan to treat the fracture but to follow the patient closely. The device will not be returned for evaluation.